Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was not returned for analysis; therefore, a technical analysis could not be performed. Media returned by the customer was inspected and showed the imaging window was detached. Based on the evidence, the as reported code of catheter damage can be confirmed. The device has now been returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. The imaging window was not returned for analysis. Visual inspection also showed the sheath was kinked.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in an 85% stenosed, 65 mm x 3.50 mm, severely tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in an 85% stenosed, 65 mm x 3.50 mm, severely tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed using another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. Media returned by the customer was inspected and showed the imaging window was detached. Based on the evidence, the as reported code of catheter damage can be confirmed.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in an 85% stenosed, 65mm x 3.50 mm, severely tortuous and severely calcified right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter was fractured. The procedure was completed using another of the same device. There were no patient complications reported.